Event description:
It was reported that when the device reached elective replacment indicator, the device was left implanted and had been programmed off. The device had a power on reset which reset the programming. A patient alert was triggered. The device was explanted to remove potential for device to device interaction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. No further analysis was performed due to the device being out of service greater than one year prior to receipt date.